Event description:
It was reported that the patient was experiencing ineffective therapy, upon further investigation x-rays confirmed the leads had migrated. Surgical intervention took place where the leads were explanted and replaced to address the issues. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.